Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('burning back pain along the spine when standing') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced spinal osteoarthritis ("cervical arthrosis"), neuralgia ("neuralgia-type shoulder pain"), gastrointestinal candidiasis ("intestinal candidiasis"), vulvovaginal candidiasis ("vaginal candidiasis"), chills ("increasing frequency of chills"), tendon pain ("achilles tendon pain"), dermatitis ("mild dermatitis"), fatigue ("fatigue") and menopausal symptoms ("menopause 12 months after insertion"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, spinal osteoarthritis, neuralgia, gastrointestinal candidiasis, vulvovaginal candidiasis, chills, tendon pain, dermatitis, fatigue and menopausal symptoms outcome was unknown. The reporter provided no causality assessment for back pain, chills, dermatitis, fatigue, gastrointestinal candidiasis, menopausal symptoms, neuralgia, spinal osteoarthritis, tendon pain and vulvovaginal candidiasis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('burning back pain along the spine when standing') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced spinal osteoarthritis ("cervical arthrosis"), neuralgia ("neuralgia-type shoulder pain"), gastrointestinal candidiasis ("intestinal candidiasis"), vulvovaginal candidiasis ("vaginal candidiasis"), chills ("increasing frequency of chills"), tendon pain ("achilles tendon pain"), dermatitis ("mild dermatitis"), fatigue ("fatigue") and menopause ("menopause 12 months after insertion"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, spinal osteoarthritis, neuralgia, gastrointestinal candidiasis, vulvovaginal candidiasis, chills, tendon pain, dermatitis, fatigue and menopause outcome was unknown. The reporter provided no causality assessment for back pain, chills, dermatitis, fatigue, gastrointestinal candidiasis, menopause, neuralgia, spinal osteoarthritis, tendon pain and vulvovaginal candidiasis with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.